Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a correction was given.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The formed needle, bottom housing and adhesive pad were inspected and no abnormalities were found that would contribute to the reported skin condition irritation. The exact cause of the skin condition irritation could not be conclusively determined. No other damages or defects were found that would result in a failure of the device to deliver insulin. The downloaded data showed no signs of struggle during the run.